Event description:
Developed thermal injury left hip due to contact with portable liquid oxygen device. Injury was due to positioning of pt while transporting with contact of unit to skin. This was an adverse event, but not an equipment malfunction.